Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:04:20. During night drain cycle three, the patient's ultrafiltration reading was 1940ml, indicating the home patient (hp) drained 1940ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1940 ml during therapy initiated on (B)(6) 2011 at 23:04, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the user bypassed the cycle 2 drain on (B)(6) 2011 at 4:10:43, resulting in a partial fill during cycle 3. The cycle 3 drain on (B)(6) 2011 at 5:23:47 had an actual drain of 2452 ml. The actual drain volume of 2452 ml is 102.2% of the largest prescribed fill volume (lpfv) of 1400 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.